Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
It was reported that an angio-seal evolution was deployed post percutaneous coronary intervention (pci) and hemostasis was initially achieved. Several minutes post procedure, it was noted that a hematoma developed on the pt's groin and continued to increase in size. The hospital staff were unable to achieve hemostasis with manual compression; therefore, the pt was sent to surgery. The arteriotomy was sutured closed and the pt received a blood transfusion. The pt's hospital stay was extended a few days due to the incident and surgery. No additional info was available.